Event description:
Elisio 25h dialyzer internal blood leak triggered machine alarm (gambro artis, in-center conventional hd treatment). Blood leak was then confirmed by blood leak test strip (siemens multistix 8 sg, lot #308079). No visible blood in the dialysate. Dialyzer appeared intact prior to setup and was not dropped. Shipping carton intact. 8 other dialyzers from this box had been previously used without issue. This client has received several shipments of this particular lot 24f13h since sept 2024, with no reported issue. Treatment was immediately terminated, patient lost approximately 400ml of blood that was in the discarded dialyzer and circuit. Patient is being followed up by physician for hematocrit levels and potential need for transfusion. Patient was started on prophylactic IV antibiotics due to the problem. Dialyzer was disposed of, as there was no known method to empty and package it for safe handling. Other devices: gambro artis.

Event description:
Elisio 25h dialyzer internal blood leak triggered machine alarm (gambro artis, in-center conventional hd treatment). Blood leak was then confirmed by blood leak test strip (siemens multistix 8 sg, lot #308079). No visible blood in the dialysate. Dialyzer appeared intact prior to setup and was not dropped. Shipping carton intact. 8 other dialyzers from this box had been previously used without issue. This client has received several shipments of this particular lot 24f13h since sept 2024, with no reported issue. Treatment was immediately terminated, patient lost approximately 400ml of blood that was in the discarded dialyzer and circuit. Patient is being followed up by physician for hematocrit levels and potential need for transfusion. Patient was started on prophylactic IV antibiotics due to the problem. Dialyzer was disposed of, as there was no known method to empty and package it for safe handling. Other devices: gambro artis.